Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized due to high blood glucose levels. The patient's blood glucose levels reached an unknown level. The patient was treated with an insulin drip. The patient was currently still in the hospital.